Event description:
Patient received a superficial burn to the right buttocks -2x3cm- and right buttocks port site from the vaser liposuction cannula. Area was well protected with wet towels and wet laps. Device suspected to be at fault. Area dressed with silver sulfadiazine and adaptic.